Manufacturer narrative:
Initial reporter address 1: (B)(6). Device evaluated by MFR.: a synergy ous mr 3.00 x 32 stent delivery system was returned for analysis. A visual examination of the stent found damage at the proximal end of the stent with struts lifted and pulled distally. The stent showed no signs of movement and was set between the proximal and distal marker bands. The undamaged crimped stent outer diameter was measured, and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion.

Event description:
Reportable based on device analysis completed on 05-apr-2022. It was reported that crossing difficulties occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. A 3.00 x 32 synergy ii drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient's body and the procedure was completed with a different device. There were no patient complications reported. However, returned device analysis revealed stent damage.